Event description:
The rptr stated that they did back to back blood glucose tests, within 1 minute. Rptr's results were 148 and 182 mg/dl. Rptr did not have any symptoms. The rptr had never cleaned their meter. Control solution testing was not done due to lack of supplies. No harm was alleged.